Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with an unspecified amount of insulin. Customer's blood glucose was 95 mg/dl. Reportedly, customer loaded a new cartridge and resumed insulin therapy.